Event description:
It was reported that an aseptic loosening of a hip prosthesis sl-mia shaft was found, as well as bone marrow edema around the pan. Revision surgery was performed.

Manufacturer narrative:
It was reported that an aseptic loosening a sl-mia shaft was found, as well as bone marrow edema around the bicon shell. A revision surgery was performed. The stem and the shell, as well as the insert and the ball head were returned for evaluation. For all devices, used in treatment, a visual inspection was performed. The stem shows some scratches, which origin most likely from the explantation. Furthermore, bone residues are visibel on the surface, indicating that the stem was osseointegrated. The shell also show significant signs of use, however, the scraches and damages most likely come from the explantation. The insert shows discolotation, other than that no significant signs of wear are visible. A screw, which was most likely used for explantation, is still sitting in the rim of the insert. The ball head, is fractured into four part, however it was reported that this happened during the explantation. A material assessment confirmed, that a point load caused high local mechanical stress values, which led to the fracture of the ball head. There is no indication of any preexisting material defect. Based on the batch information a product history review was conduucted. The production documentation of all four parts was reviewed, there are no indications that the parts failed to match specification at the time of manufacturing. One further complaint was reported for the batch of the sl-stem in scope, however the two complaints were not reported for the same failure. For the tree other parts, no similar complaints were reported for the corresponding batches. The IFU, which was valid at the time of implantation, lit. No. 12.23, ed. 09/05, lists abnormal bending, loosening and reposition of the implant is listed among the possible side effects. The reported failure and the severity is covered through the corrensponding risk management files. A medical investigation was conducted based on the received information. Based on the surgical report, the failure mode can be confirmed, however the root cause stays indetermined. To date, further actions are not deemed necessary. Smith and nephew will monitor the devices for further similar issues. The devices will be retained.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, it has been found an aseptic loosening of a hip prosthesis sl-mia, shaft smith and nephew, bicon smith and nephew, revision surgery will be necessary.